Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 3.00x38mm promus premier¿ drug-eluting stent, it was noted that the hypotube was fractured and broken. The device was not used inside the patient and the procedure was completed with a 3.0x38mm promus premier stent. No patient complications were reported.